Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that they attempted to remove the guide wire but the nurse was unable to pull back on the guide wire. Eventually, the nurse had to remove the tube completely because the wire would not release. Once the nurse removed the tube from the patient, the guide wire could not be removed from the tube.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.